Manufacturer narrative:
The following sections could not be completed with the limited information provided. Patient weight - ni. Date of event - ni - between (B)(6) 2016. Date explanted - ni - between (B)(6) 2016. Event is being reported to FDA on two medwatches since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-00023).

Event description:
It was reported that the patient underwent a revision procedure due to instability and broken locking bar approximately 12 years post implantation.

Manufacturer narrative:
Concomitant: biomet cc cruciate tray 67mm catalog#141232, lot#831570. Visual inspection of the returned locking bar confirms that the pin has fractured off the locking bar some spots slightly chipped off. The device also exhibits wear marks on the surface. Visual inspection of the bearing shows wear marks consistent with explanation and use. There is presence of some foreign material on the bearing which is most likely the bone cement. The sem analysis report for the locking bar states that the locking bar is fractured due to fatigue. Review with the development team determined that the excessive hyperextension lead to fracture of the locking bar. At 15 degrees of hyperextension, there is interference between the post and the femoral component (with femur located in lowest point of bearing). This creates posterior load on the bearing post, and a pivot moment is created around the posterior locking feature. This results in an upward pull on the locking mechanism as it resists the moment. This repetitive motion/loading condition likely started to turn the locking bar and transferring the load to the front clip, and the clip eventually fractured. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. A definitive root cause cannot be determined with the information provided. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.